Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analyst commented, non-physiologic oversensing due to noise observed on stored atrial lead electrogram (egm), episodes: 11302, 11308. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device replacement procedure, the atrial lead check results showed oversensing caused by noise. No problem was seen with the impedance, and x-ray showed that the positive electrode of the atrial lead and rv-coil electrode of the implantable cardioverter defibrillator (ICD) lead were in contact with each other. The cause of oversensing is suspected to be that contact. As the oversensing was intermittent and the patient had no subjective symptoms, the physician decided to keep the atrial lead in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.